Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level displayed as " high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Customer changed pump supplies to address the issue.